Event description:
It was reported that despite a series of valve adjustments the pt had excessive drainage from the ventricle. The valve was explanted and replaced with another valve. There was no reported death or injury to the patient. The product was kept by the hospital as evidence.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.